Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of (600 mg/dl) the customer took a manual injection to stabilize bg level. The customer stated to have let the pump battery fully deplete and had just charged the pump. The customer was able to reload a cartridge onto the pump and resume insulin delivery.